Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2015 with the following findings: during investigation, the pump powered on and the display was found to be dim and discolored. The keypad was found to be intact; no damage or peeling was observed. Unrelated to the complaint, the contrast button was found to be unresponsive, which has no effect on insulin delivery function. All of the other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the contrast button contact. Also unrelated to the complaint, the investigation revealed a crack in the battery compartment and a crack in the pump case near the display. A test battery cap used for all testing was able to tighten securely to the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the display screen was not able to be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.